Event description:
It was reported that a female patient underwent breast augmentation revision with two 450cc mentor memorygel breast implants and suffered a left breast that has a very different look suddenly, has hardness, and also looks smaller, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2023, mentor became aware that the patient only suffered left breast capsular contracture. The right breast capsular contracture the patient suffered were under their old implant and has been reported under mrn: 1645337-2022-13118.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2023 and april 7, 2023, mentor received additional information indicating that the patient was diagnosed bilateral breast capsular contractures (baker grade IV). The patient had undergone breast implant removal and replacement on (B)(6) 2023. The replacement device was a 450cc mentor memorygel xtra breast implant catalog: shpx450 lot: 9470313 sn: (B)(6). On april 20, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast will be reported under mrn: 1645337-2023-04810.

Manufacturer narrative:
On january 27, 2023, mentor received additional information indicating the correct date of event, patient's age at the time of event, and the patient's race. The following information have been populated accordingly.